Event description:
It was reported that a patient had a break in aseptic technique coincident with continuous ambulatory peritoneal dialysis (pd) therapy which caused peritonitis. The break in aseptic technique was due to touch contamination by the patient further described as ¿poor hygiene related to skin cancer¿. The patient was not hospitalized for the event. On an unreported date within the same month as onset, the patient began and ended treatment for the peritonitis with an unknown antibiotic, delivered intraperitoneally, daily (the name, dosage, start/end date was unknown). On an unknown date within the same month, the peritonitis resolved and the patient was recovered from the event. At the time of this report, dianeal therapy was ongoing. On an unreported date, the patient was retrained in proper aseptic procedure for performing pd therapy. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Upon follow up with the pdrn, it was reported that the patient had not recovered from the peritonitis event. The peritonitis event that was initially diagnosed continued into the following month. The patient received vancomycin, (intraperitoneal (ip) 2grams every 5 days) and ip ceftazidime (1 gram every day) as treatment for the peritonitis. The pdrn stated that the patient had now recovered from the peritonitis event and had her pd catheter removed in the same month. At the time of this report, the patient was performing hemodialysis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.